Event description:
It was reported that the physician was measuring fractional flow reserve (ffr) with a primewire in the second diagonal from the lad, when the primewire became stuck on a stent. It was reported the physician used several different techniques to free it but was unable to remove it from the stent. During attempts to free the primewire, the device separated and an unk length of wire remained in the pt. The pt was stable at this point and was taken for coronary artery bypass surgery (CABG) for wire removal.

Manufacturer narrative:
(B)(4). The hospital risk management department did not return the complaint device to the manufacturer, therefore, a device eval could not be performed. The manufacturing documentation for this device was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. The device met all manufacturing and quality release criteria. This reported event was reviewed by volcano's chief medical director who concluded the following: the medical report explains that a primewire became separated in the 2nd diagonal branch from the left anterior descending (lad) artery; the pt remained stable and was referred for coronary artery bypass surgery (CABG) whereby, 3 grafts were placed. The pt was discharged on post op day #4. Prior to the start of the angiogram, the pt was given instructions that CABG might be indicated and the prior films were assessed by the cardiologist during the diagnostic angiogram. Upon inquiry from the site, the reporter, confirmed that there had been a prior stent placed in the lad, and the stent covered the 2nd diagonal. The numerous wire attempts to gain an ffr reading were sought with much difficulty, as was the use of angioplasty balloons and other competitor wires, none of which were able to successfully cross the stent and gain entrance into the 2nd diagonal to pursue an intervention. The act was documented to be 188 seconds during the wire exchanges. The primewire became entrapped in the stent scaffolding that blocked the entrance to the 2nd diagonal and broke. It was further documented in the medical report that a snare attempt was unsuccessful. It appears it took repeated efforts to advance the wire. The primewire IFU warns to never advance the wire against significant resistance.